Event description:
Boston scientific received information from st. Jude medical that the patient implanted with this right ventricular lead had vegetation on the lead and a systemic infection. The patient was treated with intravenous antibiotics. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not lead related.